Manufacturer narrative:
Event date: approximately (B)(6) 2013. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a guide wire tip sheared off. The 99% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery. A rotawire was selected and advanced to the target lesion. During the percutaneous coronary intervention, it was noted that the tip of the rotawire sheared off in a small side branch of the vessel. The tip was left in this location. The procedure was completed with this device. There were no further patient complications reported and the patient's status is fine.